Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No critical pump error alarms noted. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he had insulin with an x on tap with an arrow with a book with the page open. The customer stated this has been going on for almost 1 hour. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.